Manufacturer narrative:
A ge service rep performed an on site investigation. A printed circuit board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported, the 9600 system is unable to save images. No pt injury was reported.